Manufacturer narrative:
Additional information in sections d10, h3, and h6. H10: received one used list# 011-ch3751, 76 cm (30") amber 20 drop admin set w/15 micron filter, clamp, 0.2 micron filter, spiros¿ w/red cap and one used container 0.9% sodium chloride 100 ml easyflex n, manufacturer macopharma on (B)(6) 2020 for investigation. A used 011-ch3751 administration set with the drip chamber bag spike inserted into an easyflex n infusion bag. The spike was inserted up to the spike cover interface shoulder but the bag opening did not allow penetration beyond the spike shoulder. Subsequent testing did not reveal any leakage at the spike/bag port interface. The spike dimensions were measured and found to be design compliant. The complaint was unable to be confirmed or replicated. No device history review (DHR) was conducted since no lot number was identified.

Manufacturer narrative:
The device was discarded and is not available for investigation. Without the returned device a probable cause can not be established.

Event description:
The event involved a 76 cm (30") amber 20 drop admin set w/15 micron filter, clamp, 0.2 micron filter, spiros¿ w/red cap that the customer reported the bag leaking an unspecified chemotherapy due to an issue with the fit when spiking. There was patient involvement, unprotected chemotherapy exposure, delay in critical therapy, however, there was no adverse operator consequences, no serious injury, and no medical/surgical intervention was required.